Manufacturer narrative:
(B) (4)

Event description:
It was reported the pt's peripheral leads were "bothering" the pt. The hcp planned to remove the leads and the device left implanted with plugs at the connection sites. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.